Manufacturer narrative:
Additional information: section b describe event or problem. Section h imdrf annex codes and manufacturer narrative. Part analysis: the station drawer failure was confirmed by the field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: the solenoid unit, drawer controller board, and retractor band were replaced on auxiliary fh drawer 7 a final test was then initiated using the hardware test application, which the drawer passed also, the fse realigned ball bearings cage and installed (1) new slide bumper on main half-height drawer 4.1. Visual inspection of the returned drawer controller board, retractor band cable, and solenoid observed thermal damage on the components. These damaged parts are indicative of issues impacting drawer functionality. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer not being detected on the bus and being unable to recover was attributed to faulty components. The drawer controller board, retractor band cable, and solenoid all exhibited thermal damage. Likely electrical damage to the pyxibus module controller may have allowed excess voltage to travel to the drawer components, subsequently causing thermal damage to the retractor band cable, drawer controller board, and solenoid, ultimately impairing the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a full height drawer failed. The customer stated that the drawer was not detected on the bus and could not be recovered despite troubleshooting attempts. As per part investigation, it was determined that there was thermal damage on drawer controller board within retractor cable connector and on solenoid. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer had failed and was not detected on the bus. A field service engineer (fse) replaced the solenoid unit, drawer control board, and retractor band on auxiliary full height drawer 7. Later, fse realigned the ball bearing cage and installed one new slide bumper on main half height drawer 4.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a full height drawer failed. The customer stated that the drawer was not detected on the bus and could not be recovered despite troubleshooting attempts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.